Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, lot# j10819r58, implanted: (B)(6) 2001, product type: catheter. Patient code (B)(4) applies to the pump patient code (B)(4) applies to the catheter.

Event description:
Information was received from a patient who was receiving morphine (unknown dose and concentration) via an implantable pump for non- malignant pain and failed back surgery syndrome. The patient stated that he had the pump approximately a year, patient was not sure of the dates. The patient slipped, fell and broke the pump, the catheter was twisting up inside of the patient and discharged the medication all at one time. The whole device was removed by the health care professional at the hospital in 2002 (not sure of when, about a year)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.